Event description:
Lead traction: cook liberator on ra(right atrial) lead, cook liberator and one-tie on rv(right ventricular) lead. (B)(6) 14f glidelight laser sheath was used to advance on rv lead, then 12f glidelight advanced on ra lead. 14f glidelight was used again to further advance on rv lead. Then 13f byrd sheath was used to advance on rv lead. Lastly, 16f glidelight was used on rv lead, and lead was extracted. Patient's blood pressure dropped, and rescue efforts began, including noradrenaline and thoracotomy. A coronary sinus perforation was discovered and repaired, and then the ra lead was removed post-thoracotomy. It was confirmed that the 16f glidelight was not used to lase at the coronary sinus or the coronary sinus os. The physician suspected that upon initial implant, the rv lead had prolapsed into the middle cardiac vein (mcv), and the lead's distal tip had bound up on the vessel wall. With countertraction, the lead's tip injured the mcv, and cardiac tamponade developed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5147235.